Event description:
During a sensing test, it was reported that there were no values at amplitude markers.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was mfg and used outside the us. (B)(4) no values at amplitude marker during sensing test. Since the device remains implanted and no printouts were available, the MFR reviewed the case. The device operated as specified; the signal amplitude is not displayed during sensing tests in these conditions. (B)(4). Although evidence of the reported behavior was not provided (no screen shot or printouts), the device operated as specified; the signal amplitude is not displayed during sensing test in the following conditions: sequence of as/ar/vs; time interval between ar and vs shorter than or equal to 31 ms; as: atrial event sensed outside refractory period; ar: atrial event sensed within relative refractory period; vs: ventricular event sensed outside refractory period.